Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller is not with patient. Patient reported while at work she was walking in the hall and all of a sudden lost therapy. Checked her implant and settings for multiple positions and were to 0. Caller noted that patient did not decrease on her own. Caller noted she has not been programmed in about 6 months. Patient's therapy has been working well. Reviewed setting positions again and to meet if it happens again. Caller will check if there is any emi at her work. 2024-aug-30 rtg0645558 (rep): rep reported on tuesday 12:30 or 2:30 on aug 27 was when settings for adaptivestim (as) was zero out. Rep to send in medtronic data file. All 3 group as settings were wiped out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that no explanation/cause was determined. The rep reprogrammed and reset strengths. The rep believes the issue has been resolved as it hasn't happened again.